Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-09960 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the reference samples for the lot 6005577 have already been previously tested in the complaint (B)(4) on 25/jan/2025 test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the complaint (B)(4).pdf attached in this record. The lot 6005577 was manufactured according to the work instruction (wi) 4905072 version 111 manufactured in the line 7, on 23/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6005577 and no found other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that in two infusion sets there was a blockage in the tubing or somewhere near pigtail which occurred on (B)(6) 2025, which resulted in elevated blood glucose (525 mg/dl). The infusion set was in use for 12 to 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.